Event description:
It was reported that the patient¿s remote monitoring indicated there was right ventricular (rv) lead noise. There was an attempt made to replace the lead. Venous access on the side of the device was shown to be occluded. It was determined that they would reconnect the patient's device and monitor further for evidence of oversensing. If oversensing is demonstrated there may be a requirement to laser extract the lead and replace with a new one. Given the patient age the physician did not want to abandon the lead on the left and go to the right without exploring whether oversensing may have been driven by an incompletely inserted lead and set screw attach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).